Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with an ecr60g loaded in the device. Additionally, the reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure second firing green load, with seam guard. All rows deployed, but only the inner row of staples on the patient side were formed, the other two rows did not form. On the specimen side all staples were present and formed. A second device was pulled to complete the procedure with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. A surgical photograph was received and it is believed that this complication was potentially caused by the sled rail hitting one of the staple cartridge internal towers damaging the sled rail enough to prevent the associated staple drivers from being lifted and deploying staples. In mind opinion no user error contributed to the complication experienced.